Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at level l4-5 due to degenerative disc disease, disc herniation with radiculopathy, and spondylosis low back pain sciatica right side. During the surgery, inner sleeve appeared to have cross threaded the implant and outer shaft prong broke off. Prong was retrieved and threads would not reattach. Implant was half-way in and it was tamped in remainder of distance when the dural tear occurred. The overall procedure time was extended by 1 hour.